Event description:
It was reported the patient had a new pump implanted because their old pump was not compatible with the personal therapy manager (ptm). The patient's healthcare professional (hcp) wanted her to have a ptm so he replaced the pump. It was noted there was sterile morphine in the pump that was 6 months old so they put it in the new pump. The drug was golden in color.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).